Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a possible infection at the ipg pocket site. It was noted that fluid was oozing out of the pocket. The physician believed that the infection was not procedure related. The patient was prescribed antibiotics and was reportedly doing well. No further course of action will be taken.